Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Date of event: unknown, assumed first day of month that complaint was reported. Batch # x95g14. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify were there any patient consequences? If yes, please describe.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In addition, the packaging opened(t4061p) from another device was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device it was noted to be empty. However, it is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device was not working correctly.